Event description:
A male patient contacted lifecor customer support to report that he was receiving continuous check belt messages. Lifecor territory manager replaced the electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The reported problem was confirmed. The electrode belt passed all continuity checks. Its tactile motor operated properly. The cardiac signal distorted when the ECG cable was manipulated. Upon further inspection it was found that there was a short circuit in the cable. The cable was reconditioned and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal now appears normal. The cable was returned to stock. The root cause of this short circuit is unk. The electrode belt short circuit was fixed. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.